Manufacturer narrative:
The customers reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi 8100 error code 260.4130. 8100 sn: (B)(4) customer wanted to know what would cause this error code. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I asked the customer was previous work done on the 8100. The customer said yes that he replaced the bezel on the unit. I explain to the customer that he might have bent one of the pins on the board. So I had the customer to exam the board to make sure that there were no bent pin. The I had the customer to make sure that he didn't put the pressure sensor harness upside down. The customer said that he would check and make sure that all of the points that I asked him about are correct. The customer then asked if all of that are ok what else could be the problem? I informed the customer that then he would have to replace his logic board. The customer said ok and ended the call. Ref: (B)(4).